Manufacturer narrative:
The AED was received and is being evaluated.

Event description:
The patient was in the pharmacy to pick up a prescription and told the cashier he could not breathe. The cashier was taking the patient across the hall to see his provider and a code help was called. When 2 nurses arrived, the patient was sitting in a chair, short of breath and clammy and stated that his chest hurt and he could not breathe. 911 was called. The patient became unresponsive and CPR was initiated. The AED was placed on the patient and gave instructions to start CPR. Other providers and nurses arrived and noticed the AED was no longer giving instructions. Another AED was placed on the patient, CPR continued, and a line was placed. When 911 arrived the patient had a heart rate and was semi-conscience. 911 took over care and left the scene with the patient on a stretcher. The patient has since returned to the office for follow up appointments and is doing better.

Manufacturer narrative:
The AED used during the rescue was received and has been evaluated. The battery and electrodes used during the rescue were not returned. Clinical and technical evaluations of the rescue data downloaded from the AED determined the AED correctly classified the patient's rhythm as non-shockable and no shock was delivered. The cause of the reported problem of the AED shutting down could not be determined by examining the rescue data. Multiple tests and inspections were performed which included impedance tests, measurements of internal components, and inspection of the main pcba. The AED successfully passed the tests and inspections and no problems were found. Simulated rescues using a defibrillator analyzer were performed in an attempt to recreate the reported problem. The AED performed correctly during the simulations and the problem could not be duplicated. Based upon the description of the rescue event, the staff who showed up at the scene and noticed the AED was no longer giving instructions came while the rescuers were performing CPR. The AED had been configured so no prompts would be given during CPR. This means that after prompting the rescuers to start CPR, the AED would be silent for 2 minutes until the rescuers were prompted to end CPR. Configuring the AED so no prompts are given during CPR could explain why no instructions were heard by the staff who appeared on the scene after the rescue started. Testing and examination of the AED and rescue data were unable to determine the root cause of the reported shutdown. The AED has been serviced and returned to the customer.

Event description:
The patient was in the pharmacy to pick up a prescription and told the cashier he could not breathe. The cashier was taking the patient across the hall to see his provider and a code help was called. When 2 nurses arrived, the patient was sitting in a chair, short of breath and clammy and stated that his chest hurt and he could not breathe. 911 was called. The patient became unresponsive and CPR was initiated. The AED was placed on the patient and gave instructions to start CPR. Other providers and nurses arrived and noticed the AED was no longer giving instructions. Another AED was placed on the patient, CPR continued, and a line was placed. When 911 arrived the patient had a heart rate and was semi-conscience. 911 took over care and left the scene with the patient on a stretcher. The patient has since returned to the office for follow up appointments and is doing better.